Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received "the inner pouch (the middle pouch) of the bone cement packaging was attached to the outermost first pouch. When the outer pouch was opened, the innermost sterile pouch was exposed, making it unusable." Manufacturing date: 2025-01-27. Expiry date: 2026-12-31. Quantity: (B)(4). There were 2 non-conformances on this lot. On review of the applicable ncs none have been identified which would contribute to the complaint event. All qc and microbiology testing met specification. A review of the DHR has confirmed that there were no process issues documented that could contribute to the event described. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing date: 2025-01-27. Expiry date: 2026-12-31. Quantity: (B)(4). There were 2 non-conformances on this lot. On review of the applicable ncs none have been identified which would contribute to the complaint event. All qc and microbiology testing met specification. A review of the DHR has confirmed that there were no process issues documented that could contribute to the event described. Device history review: a manufacturing record evaluation was performed for the finished device product description: smartset ghv gentamicin 40g product code: 3095040 lot number: 4647943 and two non-conformances were identified, however not related to the reported failure mode of the complaint

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received "the inner pouch (the middle pouch) of the bone cement packaging was attached to the outermost first pouch. When the outer pouch was opened, the innermost sterile pouch was exposed, making it unusable." Manufacturing date: 2025-01-27. Expiry date: 2026-12-31. Quantity: (B)(4). There were 2 non-conformances on this lot. On review of the applicable ncs none have been identified which would contribute to the complaint event. All qc and microbiology testing met specification. A review of the DHR has confirmed that there were no process issues documented that could contribute to the event described. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing date: 2025-01-27. Expiry date: 2026-12-31. Quantity: (B)(4). There were 2 non-conformances on this lot. On review of the applicable ncs none have been identified which would contribute to the complaint event. All qc and microbiology testing met specification. A review of the DHR has confirmed that there were no process issues documented that could contribute to the event described. Device history review: a manufacturing record evaluation was performed for the finished device product description: smartset ghv gentamicin 40g product code: 3095040 lot number:4647943 and two non-conformances were identified, however not related to the reported failure mode of the complaint.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during total knee arthroplasty (tka) procedure, the inner pouch (the middle pouch) of the bone cement packaging was attached to the outermost first pouch. When the outer pouch was opened, the innermost sterile pouch was exposed, making it unusable. This led to a five-minute delay in surgery as a new box of cement was obtained. The procedure was successfully completed, and there were no consequences or impact to the patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA. "Dmf# - (B)(4) trade name ¿ gentamicin sulphate active ingredient(s) ¿ gentamicin sulphate dosage form - powder strength ¿ 1.0g active in our cements." If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.